Event description:
The customer reported that the unicel dxc 660i synchron access clinical system suppressed (did not generate results) tg (triglyceride) with error codes of initial rate high and initial absorbance high. The customer provided printouts from five patients. Review of the data shows that one of the patients did not have a suppressed tg result and may have been erroneously high. No erroneous results were reported out of the laboratory. Patient treatment was not affected.

Manufacturer narrative:
A field service engineer (fse) was dispatched and found that the vacuum probe was slightly misaligned. The fse aligned the probe. The fse also found debris in the di (de-ionized) water lines, which is believed to have come from the filter in the di water line. The fse removed the filter and flushed the water lines. The filter was not replaced as it is an optional accessory and was not required on this system. These actions resolved the triglyceride issue.